Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible. The patient had to be reanimated on the table. The procedure was continued and completed on the system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be defective hardware. The investigation was performed considering complaint description, cs reports, system history and system log files. Investigation of logs shows that during procedure intermittently x-ray was not possible. Ongoing x-ray was aborted at the image acquisition system (ias) due to a fault in the ias image drive controller or ias image drive itself. An error message was displayed to the customer. A complete system shutdown and reboot by the customer could temporarily solve the issue. A customer service engineer was on-site and replaced the ias. After the replacement of the ias the system works as specified. There were no further issues as described in the complaint description. An extensive investigation could not be performed because the affected part was not returned, however, from past experience and expert opinion it is likely that a defective image drive caused the issue. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.